Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, that the battery gauge was fluctuating and that the pump date was incorrect, cause was unknown. Customer declined to troubleshoot the issue with tandem technical support; therefore, the allegation could not be confirmed.